Event description:
Service person found a defective cassette tray in the bucky table, which has the potential to fall down, because the end stops are defective.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report before (B)(4) 2011.